Manufacturer narrative:
The device involved in this event has not been returned for evaluation.

Event description:
Treatment of an avm. It was reported during preparation, the guidewire was inserted into the catheter and felt not smooth. Upon pullback of the guidewire, the catheter burst. Device was not used in the patient.